Event description:
It was reported that there was a loss of therapeutic effect when the stimulation was on. Patient reported therapy was helping until she had surgery for diverticulitis in december. Following this surgery, patient reported she had an infection and was on antibiotics due to contacting e. Coli in hospital. Patient reported learning from company representative that with an infection and on antibiotics, the therapy would not work. Patient turned the device on (B)(6) and reported that the therapy was working. The patient was at home. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).